Event description:
The pt used the suspect device to check their blood glucose and obtained a reading of 210mg/dl. Pt dosed themselves with insulin and passed out about fifteen mins later. Spouse called the emergency medical tech's and pt was taken to the hosp. Pt was given a glucose IV and given a cat scan. Controls were used on the system and both l1 and l2 were within range. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.